Event description:
A crosslink broke in surgery during final tightening. It was removed and replaced with no effect on the patient.

Event description:
A crosslink broke in surgery during final tightening. It was removed and replaced with no effect on the patient.